Event description:
The patient reportedly experienced loss of lock between and the cochlear implant. The patient was seen by a company representative at center for device evaluation. Testing performed confirmed that the device was no longer functioning. The patient's device was explanted.